Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 23.2 mmol/l. The customer treated with manual injection. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did not exit. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. However, the operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.